Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate high voltage therapy. Upon interrogation, the device was in back-up mode. Device download was performed successfully. The patient was stable after the interrogation.